Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead dislodged, probably due to twiddler's syndrome. Post explant it was noted that the atrial lead was without tines.